Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the blurry / dim image was caused by physical stress being applied to the insertion section, the charged coupled device unit was damaged during device handling by the user and as a result the blurry / dim image temporarily occurred; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: important information ¿ please read before use. ¦warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope had no image and the camera was not working. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: there was a cut on the bending section cover or distal sheath glue had a cut, bending section cover or distal sheath glue was stretched, bending section cover or distal sheath glue had a cut/crack, objective lens cement was peeling, image was blurry/dimmed; bending section had a cut tube and charged coupled device shrunk; insertion tube had a dent and cut on boot, control body had scratches on boot and had customer's label. On it, light guide tube was buckled;,and the control knob was grinding. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.